Manufacturer narrative:
(B)(4).

Event description:
On the day of the index procedure, the physician used one medtronic complete se iliac stent to treat a dissection which occurred when an in.pact admiral paclitaxel-eluting pta balloon catheter was being used to treat a lesion located in the sfa of the left leg. Approx 35 months post index procedure the patient experienced femoral atherosclerosis of both legs. The patient was treated with medication. The event was unresolved.

Manufacturer narrative:
Ae term updated to 'limited instent restenosis distal femoral superficial in proximal part of the stent left side.' The patient was discontinued from the study. If information is provided in the future, a supplemental report will be issued.